Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing severe rib pain following her paddle lead implant procedure on (B)(6) 2016. Stimulation had not been turned on. The patient underwent surgical intervention where the physician removed the lead and replaced it with percutaneous leads. The issue is resolved and the patient is receiving effective stimulation coverage.